Event description:
While suctioning the patient with an inline suction catheter, the actual catheter inside the sleeve became separated from the button port, leaving the catheter down the endotracheal tube (ett). The catheter was removed and replaced with a new one.